Event description:
(B)(4) alleging an error 4 message on their one touch verio iq meter. The patient denied exhibiting any symptoms or seeking any medical attention due to the reported issue. The product was replaced. The alleged issue was not resolved over the phone and the patient claims he used the same lot # of test strips (B)(4) and obtained the message. The product was replaced. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The error could not be reproduced. The test strips were found to have an error 4 issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- 3/8/2013, test strips- 3/19/2013.

Manufacturer narrative:
Products were replaced and requested back for investigation.